Event description:
Related MFR # of the pump 2916596-2023-03466.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault was confirmed via the submitted log file. A review of the submitted controller event log file spanned approximately 3 days (20may2023 ¿ 22may2023 per time stamp). On (B)(6) 2023 at 08:58:30, the driveline comm fault alarm was active due to a com_b_ fault remaining active. While the alarm remained active, the fault intermittently cleared and reactivated throughout the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that the alarm occurred directly after cleaning the connector and resolved by exchanging the controller and mod cable simultaneously. A controller issue was not suspected and so it remained as the patient¿s backup controller. A root cause for the reported event was not conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the outpatient clinic for a regular checkup. The yellow marking on the modular to pump connector was not very visible due to dirt and dust. This was cleaned with a dry cotton swab and screwed on tight again. Directly after the cleaning, a driveline communication fault occurred. The device was running as expected with no issues. The clinic cleared the alarm and confirmed all connections were sufficient. After some seconds, the alarm returned. The modular cable and controller were exchanged. The alarm resolved. The connector and some of the pins of the modular connector seemed dirty but it was not confirmed that this was the problem. Related MFR # 2916596-2023-03380.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.